Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suddenly stopped hearing with his device in (B) (6) 2009. He didn't have any accident or illness at that moment. All external components were changed. Testing showed that the device has malfunctioned.